Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon ruptured. The 99% stenosed lesion was severely calcified and moderately tortuous in the distal right coronary artery. Following the guidewire crossing the lesion, a maverick2 1.5mm balloon was dilated. On the first inflation, a 2.5x20mm maverick2 monorail balloon was inflated for about 10 seconds and ruptured at 10 atmospheres. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with a different device. The patient status is listed as good.